Manufacturer narrative:
Batch review performed on 25 january 2021: lot 189745: (B)(4) items manufactured and released on 27-feb-2019. Expiration date: 2024-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Another device involved: batch review performed on 25 january 2021: reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm (k170452)lot. 173458: (B)(4) items manufactured and released on 12-jun-2017. Expiration date: 2022-05-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 4 months after the primary surgery reporting instability due to laxity. The cause of the laxity is unknown. The surgeon revised the glenosphere - ø39x24.5 with a lateralized glenosphere 39xø24.5, and revised the humeral reverse hc liner ø39/+6mm with a humeral reverse hc liner ø39/+6mm 4 months after primary. The surgery was completed successfully.